Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent an cardiac ablation procedure for persistent atrial fibrillation with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade and cardiac arrest requiring cardiac massage and pericardiocentesis. The event occurred during use of biosense webster products. According to physician the cause of the event was the procedure and patient¿s condition. The patient¿s condition was improved. Device evaluation details: the device was visually inspected and it was found in good normal conditions. Per the complaint, several test were performed. A deflection test was performed and the catheter was found within specifications. Also, sensor functionality was tested on carto 3 system and no anomalies were observed. Then, stockert generator compatibility was tested and no temperature nor impedance issues were detected. Next to it, an electrical test was performed and no electrical malfunction was observed. Finally, catheter irrigation was tested and no irrigation issues were detected. A manufacturing record evaluation was performed for the finished device with lot number, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding the adverse event cannot be duplicated as intended. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The device is working in specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an cardiac ablation procedure for persistent atrial fibrillation with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade and cardiac arrest requiring cardiac massage and pericardiocentesis. The event occurred during use of biosense webster products. According to physician the cause of the event was the procedure and patient¿s condition. The patient¿s condition was improved. Dashboard, vector and visitag were used for force visualization. The visitag parameters were range 3mm / time 3 sec, ablation index and force over time 25% and min force 3 g, color options were ablation index _ post: 400 and ant: 500. Transseptal was performed with brk-1 xs 98cm needle. Prior to tamponade two ablation points at the roof of the left atrium. There was no evidence of steam pop. Irrigation settings were 2ml // 8ml/min till 30w and lager - 30w 15ml /min. No error messages were observed on the biosense webster equipment during the procedure. Event is conservatively reported under the ablation catheter. Cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.